Event description:
It was reported impedance readings were >2000 ohms on some of the unipolar pairs. C/1, c/2, c/3 were >2000 ohms with 12 ua. Bipolar pairs 0/1, 0/2, 0/3, 1/2, 1/3, and 2/3 were >2000 ohms with 9ua. An open circuit was suspected. Group impedances for the left side read 1763 ohms and 22 ua. The pt had fallen and hit her head. The pt experienced tenderness on the right ins, but the left ins was the one showing the problematic impedances. Additional info has been requested.

Manufacturer narrative:
(B) (4).